Manufacturer narrative:
Continuation of d10: product ID 3587a lot# serial# (B)(6) implanted: (B)(6) 1999 explanted: product type lead product ID 37703 lot# serial# (B)(6) implanted: (B)(6) 2016 explanted: (B)(6) 2022 product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: 3587a, serial/lot #: l65503, ubd: , UDI#: this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2022-dec-15, information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. An ins replacement occurred with single resume lead and extension. No imped ances were known coming into procedure as pt's ins was dead. With wens and extension on connectivity check (cc), they were initially getting 0,1 and 2 as showing green but 3 was a red x. When they connected extension to new vanta ins they saw 4 red x's on cc resul ts but didn't do a full impedance check at the time. During call, they ran a full impedance check with wens and extension and all pairs were >40k except 0-2 which was 19k. They reconnected to the ins and all cc results were red x's; full impedance checks were all >40,000 except for 0/2 which was 37,000. They inserted the extension into 8-15 port and were still getting the same impedance results with all pairs being >40k except for 8/10 which showed 38,000. They were unable to measure impedances before procedure as the ins was dead. Caller was told by pt that last stim use was in october 2022 and the lead was from 1999. It was reviewed that given impedance results, it appears there was an issue with the lead and/or extension. Pt and hcp info was not asked for since they were intra op. Mdt rep called back in to report they were still getting high impedances with and without the extension while connected to the wens. Caller reported the following impedances: without the extension ref 0: 1 at 40000 ohms, 2 at 40,000 ohms 3 at 19,000 ohms ref 1: 0-3 40,000 ohms ref 2: 0-3 40,000 ohms ref 3: 0 19,000 ohms, rest at 40,000 ohms after connecting the lead to the extension and placing in the wens ref 0: 2 19,000 ohms 3, 40,000 ohms, 1 40,000 ohms ref 1: all 40,000 ohms ref 2: 0 19,000 ohms, 1 40,000 ohms 3 is 16,000 ohms on 2022-dec-20, additional information was received from the rep. The rep reported that the dead ins was replaced due to reaching its normal end of service life. The cause of the high impedances was unknown. They were on the way to meet with pt and stated the pt was unable to feel stimulation. Caller stated oor is displaying on pt's handset. Caller explained that pt's resume lead was left implanted when the itrel ins was replaced with vanta and said all four electrodes displayed impedance values of >40,000 ohms. Caller stated that pt cannot feel stimulation at all and inquired if increasing stimulation would allow pt to feel stimulation. It was reviewed that the high impedance values was what was contributing to pt not feeling stimulation/receiving therapeutic benefit and increasing stimulation will most likely not resolve this issue. Caller stated that the pt has to be referred to another hcp to have the lead replaced. Rep saw patient for post-op today and reported patient was able to get "good coverage" with contacts 0 and 3. Rep also stated the patient continues to have high impedances, however patient was able to feel stimulation at a relatively low amplitude (1.3 ma), and patient never got an oor. Rep asked if the battery longevity estimator on the vanta app accounts for specific impedances. Tss reviewed how the battery longevity estimator provides three different values based on a range as an estimate. Rep reported she plans to see the patient again next week.